Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that the watchman delivery system (wds) was received in the watchman access system (was) and the hub of the wds was 19.7cm from the valve of the was as received. Blood was present on the device as received. The was valve, threads, hub, shaft, and tip were microscopically examined. Kinks on the shaft were found 23.9 cm and 56cm from the hub. The shaft was buckled between 3.5cm and 4.5cm from the tip and also at 1cm and 2cm from the tip. The tip was damaged. The tip was folded in upon itself as received with damage consistent from anchor damage during recapture of the implant. The tip was exposed during analysis by way of inserting a dilator into the was, where it was revealed the liner was delaminated and exposed through one of the vent ports of the tip. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable on analysis completed on 23jan2017. It was reported that resistance was met during insertion. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device and delivery system met serious resistance while being inserted into the watchman ® access system. After releasing the closure device, they noted that the closure device was not stable to meet pass criteria. The physician performed a full recapture of the closure device. No further patient complications reported and the patient's status is stable. However, device analysis revealed inner liner delamination.